Manufacturer narrative:
Initial.

Event description:
It was reported that after resolving a high blood glucose of 310 mg/dl, the user experienced a subsequent low that they attributed to an insufficient meal size following a meal announcement and treated with oral carbohydrates, after which glucose returned to range and remained stable. Symptoms included hypoglycemia with shaking and tremors. Outcomes included the need for unplanned medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem associated with meal announcements and meal size, and an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.